Event description:
Pt had a laceration above the right eye. The device was used to used to close the wound and product ran into the eye. The eye was bonded 2/3 closed. Petroleum jelly was used to loosen the bond, and ophthalmic ointment applied. Pt was not seen by an eye doctor prior to discharge. No further info has been provided on the pt and condition. Product was not returned.